Event description:
It was reported that the shaft was fractured. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft was fractured. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was folded. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was returned in two sections as a result of a break in the hypotube. The break was located approximately 85cm distal from the strain relief. A kink was identified in the distal section of the hypotube at 4.5cm distal to the break site. No other damage was identified along the hypotube sections.a visual and microscopic examination of the extrusion shaft found no kinks or damages.